Manufacturer narrative:
The insulin pump passed prime and no delivery tests. No excessive "no delivery" alarms noted during testing. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 550 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the insulin did not exit and the insulin pump did not alarm no delivery during fixed prime. The customer stated that the insulin pump received no delivery alarm when they were not wearing the insulin pump. The insulin pump will be returned for analysis.